Event description:
It was reported that a patient with a 27mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 5 years, 7 months due to stenosis. The patient presented with sob and weight gain.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The most likely cause is patient factors, including chronic kidney disease (ckd) and hyperlipidemia (hld).

Event description:
It was reported that a patient with a 7300tfx 27mm mitral valve was evaluated for a valve-in-valve procedure after an implant duration of 5 years, 7 months due to stenosis and regurgitation. The patient presented in acute heart failure. Per additional information the mitral valve was explanted and replaced with a 31mm valve two (2) months later. Per the medical record: the patient presented in acute heart failure. The preoperative diagnosis was aortic root aneurysm, stenosis and regurgitation of the mitral valve, and atrial fibrillation. The patient underwent redo-avr, redo-mvr, and ablation of left atrial tissue with complex maze procedure and ligation of laa. There was moderate to severe lv hypertrophy. The explanted bioprosthetic mitral valve exhibited thickening of all leaflets and some calcification. There was bleeding at the left coronary button, the anastomosis was intact but there was a posterior tear in the distal coronary artery several mm distal to the suture line. The area was repaired. An unsuccessful attempt was made to separate from cpb, the patient became hemodynamically unstable due to cardiogenic shock and was placed back on cpb and treated medically. Gradually the patient was separated from cpb and protamine given, the patient developed hemodynamic instability despite what appeared to be reasonable cardiac function on tee. Maximum medical effort was unsuccessful, and the patient expired in or on pod #0.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 27mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 5 years, 7 months due to stenosis.